Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of march 23, 2021, was chosen as the best estimate based on the procedure which happened sometime in (B)(6) 2021, and the day of adverse event reported post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block d6a: the stent was implanted sometime in (B)(6) 2021. Block d6b: the stent was explanted sometime in (B)(6) 2021. Block h6: imdrf patient code e230101 captures the reportable event of fever. Imdrf patient code e0306 captures the reported event of sepsis imdrf patient code e1906 captures the reported event of pyelonephritis. Imdrf impact code f2303 captures the reportable event of medication required. Block h11: additional information. Updated field block b2: outcomes attrib to adv event. Updated field block b5: describe event or problem. Updated field block h6: patient codes.

Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was used for a urinary diversion procedure, placed on the left, performed sometime in march 2021. The percuflex uds was able to be delivered to the target anatomy successfully and able to allow flow of urine from the kidney to the external collection system successfully through its ten days indwell time. Twenty-two days following the procedure, the patient experienced fever, developed sepsis, and pyelonephritis, which was treated with intravenous antibiotics. Per physician's assessment, the event was serious, not related to the device, and possibly related to the procedure.

Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was used for a left ileal conduit urinary diversion procedure, performed sometime in (B)(6) 2021. The percuflex uds was able to be delivered to the target anatomy successfully and able to allow flow of urine from the kidney to the external collection system successfully through its ten days indwell time. Twenty-two days following the procedure, the patient developed fever, which was managed with intravenous antibiotics. Per physician's assessment, the event was serious, not related to the device, and possibly related to the procedure.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2021, was chosen as the best estimate based on the procedure which happened sometime in (B)(6) 2021, and the day of adverse event reported post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block d6a: the stent was implanted sometime in (B)(6) 2021. Block d6b: the stent was explanted sometime in (B)(6) 2021. Block h6: imdrf patient code e230101 captures the reportable event of fever. Imdrf impact code f2303 captures the reportable event of medication required.